Event description:
The reporter stated that the device result was in the 300's mg/dl compared to a lab result of 122 mg/dl. No treatment provided. The device was replaced and requested to be returned for evaluation.